Manufacturer narrative:
Analysis of the implantable neurostimulator model 37702 (B)(4) found no significant anomalies. Normal end of life, telemetry and output okay.

Manufacturer narrative:
Product ID ,(B)(4) serial# (B)(4), implanted: 2011 (B)(6), explanted; product typ lead; product ID (B)(4), lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted; product typ lead; product ID (B)(4), serial# (B)(4), product typ, programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator was replaced. The reason for explant was not provided, although it was indicated that it was not due to normal battery depletion. Patient outcome was not provided. Additional information has been requested but was not available as of the date of this report.